Event description:
The customer reported that the system did not boot up.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge svc rep adjusted the power supply to 5.15 volts and reseated all pcb. He also replaced the coin cell battery on the cpu. The unit operates as intended.